Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 445 mg/dl and diabetic ketoacidosis. Customer was treated with an intravenous insulin drip, and was released the following day with no permanent damage.